Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, the patient with this device experienced pain and inflammation in the pelvic region, around waist region, dysuria, frequency, subpubic pain, blood with small clot passing. Additionally, the patient had a urinary tract infection treated with antibiotic. It was reported that there was a plan for excision of the surgical mesh, but there was no confirmation that the procedure has occurred.

Event description:
Additional information reported to coloplast on 30-sep-2024, though not verified: patient was implanted with device on (B)(6) 2013. No documentation following a problem with the tape. The patient has previous chronic pain. The patient wishes to have the strip removed and takes the necessary steps privately (USA). The sling was radically removed on (B)(6) 2022, and the post-operative follow-up showed an improvement in pelvic and lumbar pain over time.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. Coloplast routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted. B3: estimated date.